Manufacturer narrative:
Although requested, device has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.

Manufacturer narrative:
Physical inspection of the device noted no issues or any anomalies. Review of the pca event logs did not confirm any extra pca doses were delivered. Each valid pca request was followed by a single pca dose delivered. After each pca dose was delivered the continuous infusion began infusing. The reported programmed infusion was attempted for functional testing and the infusion could not be started due to an issue with the pca handset. Internal inspection of the handset revealed that the white wire (common) was broken. The broken wire was repaired and the reported programmed infusion was started with no issues. Functional testing confirmed that when the white wire was opened during a pca request the pca dose immediately stopped infusing, the pcu alarmed, and the pca displayed the message, "attach handset". No doses could be delivered during this open wire state. Rate accuracy testing was performed and the device passed specification. The root cause was not identified.

Event description:
The customer reported that while the device was connected to a patient it appeared to deliver two times the pca bolus when the dose request button was pushed just once. There was no patient harm reported. No further event details are available. (B)(6).